Event description:
A barostim system was implanted on (B)(6) 2024 and last titrated on (B)(6) 2024 where therapy was increased from 7.4ma to 9.0ma. Around (B)(6) 2025, the patient experienced pulling in their neck. The surgeon noted that after palpating the lead, it felt "as tight as a guitar string". Around (B)(6) 2026, the patient had a CT done. The CT of the chest was done in a supine position, and the lead appeared to have slack. Additional imaging was being done, however was not yet available. A suggestion was made to adjust the patient's therapy to rule out stimulation. The surgeon was working with the cardiologist to schedule the patient for a lead revision. It was noted that the patient had a poor prognosis due to cancer diagnosis and chose to have the device explanted and they needed to put a port in as they were undergoing chemo. Per the opinion of the physician, the root cause of the event was possibly due to radiation therapy on the lead. The device was explanted on (B)(6) 2026.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was possibly due to radiation therapy on the lead. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. H6: medical device problem code 3191: suggested code: tight lead. ID# (B)(4).